Manufacturer narrative:
The following fields have been updated with additional/corrected information: d.1. Device available for eval : yes. D.1. Returned to manufacturer on: 31-oct-2023. H.6. Investigation summary: bd received 1 sample and 1 photo for investigation. The sample and photo were reviewed and the indicated failure mode for foreign matter was observed. A piece of rubber was found at the bottom of the tube. Additionally, 30 retention samples from bd inventory were evaluated by visual examination and the issue of foreign matter was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode foreign matter. Bd was not able to identify a definitive root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that while using bd vacutainer® serum blood collection tubes that there was foreign matter in a tube. The following information was provided by the initial reporter: foreign matter in the tube.

Manufacturer narrative:
E.5 initial reporter e-mail: (B)(6). H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using bd vacutainer® serum blood collection tubes that there was foreign matter in a tube. The following information was provided by the initial reporter: foreign matter in the tube.

Manufacturer narrative:
Investigation summary: bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed and the indicated failure mode for foreign matter was observed. Additionally, 30 retention samples from bd inventory were evaluated by visual examination and the issue of foreign matter was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode foreign matter. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that while using bd vacutainer® serum blood collection tubes that there was foreign matter in a tube. The following information was provided by the initial reporter: foreign matter in the tube.